Event description:
The customer reported the ventilator was intermittently shutting down during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician replaced the ventilator's user interface pcb board. The service technician reported follow-up testing passed.